Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735797, serial/lot #: (B)(6). H3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable. D9, h2, h3: the hardware was returned and analysis was performed. The reported complaint was able to be confirmed. The endpoint initially reported 100% packet loss during wifi test. The endpoint was reset to factory default and reconfigured, then it able to pass wifi test with 0% packet loss for both 2.4 ghz and 5ghz. Label was damaged and endpoint would be scrapped. Codes b01, c07, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not connecting to wi-fi. The system had been working before and now it was unable to connect. The manufacturer representative performed a system reboot and the system connected to the wi-fi. The representative tried to pull from pacs and they were able to. The system had been left for a while. There was no patient involvement. A medtronic representative (rep) called in to report that the site encountered symptoms for this intermittent issue again. The rep was onsite and reproduced the issue. They unplugged the power directly from the endpoint and plugged it back in and it immediately powered back on and started working.